Event description:
During an atrial fibrillation procedure, communication issues resulted in the procedure being cancelled. An error message appeared stating that connection between the ampere and the amplifier was lost. The fiber optic cable between the ampere and the amplifier was changed but the issue persisted. The procedure was continued using manual tag but this was unsuccessful. Lsi index is usually used but it was not displaying on the ensite so the procedure was stopped. There were no reported adverse consequences to the patient as a result of the cancellation.

Event description:
This report includes updated device information.

Manufacturer narrative:
Additional information: b5, g3, h2. Corrected information: d1, d4, h4.

Manufacturer narrative:
One ensite x small formfactor pluggable transmitter 100 megabyte (mb) receiver dual lucent connector (lc/lc) was received for evaluation. Communication testing was successful. Based on the, the investigation, and information provided to abbott, the reported event was not able to be confirmed, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.